Event description:
Pt had an aortic neck, measuring 10mm and a narrow distal aorta. A ring of calcification was present in the distal aorta. Although the device passed easily through the iliac artery and the aorta, when the main body graft was deployed out of sequence, the contralateral limb deployed, then the entire ipsilateral limb popped out of the main body delivery system, crushing the ipsilaterl limb. A balloon catheter was placed into the aorta to attempt to balloon and open up the area. An attempt was made to place a wire guide through the contralateral limb. Wires were placed in both sides and passed relatively easily. Two balloons were placed adjacent to each other and inflated. It appeared both devices deflated. Final angiogram viewed what appeared to be both leg grafts deployed in the ipsilateral limb. Angiogram viewed a very rapid filling of the aneurysm, and appeared that one iliac leg graft was not attached. Attempted to place a converter. Converter was deployed, but the visible filling of the aneurysm was not resolved. Another MFR's stent was placed at the proximal seal of the converter. Angiogram still viewed filling of the aneurysm. Also placed an aortic extender without a successful exclusion of the aneurysm. A fem-fem bypass procedure was then performed and the procedure was concluded.